Manufacturer narrative:
Reason for reoperation due to "collapse". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported an unknown side "collapse" and "what kind of implants and if they are recalled." Device remains implanted.